Manufacturer narrative:
.

Event description:
It was reported that there have been several complaints concerning the non-sticking of the iv3000, possibly due to high temperature. This was a particular problem in perspiring patients, in some points the IV access point dissolved and had to be re-laid. This resulted in the need for renewal of IV access and interruption of the infusion therapy.

Manufacturer narrative:
.